Event description:
Purulent vaginal discharge [vaginal discharge]. Abdominal abscess [abdominal abscess]. Small focus of air and fluid within vaginal cuff [vaginal disorder]. Case description: spontaneous report received on 10-jan-2008 from a physician regarding a female patient who underwent a laparoscopically assisted vaginal hysterectomy for the pre-operative diagnosis of menorrhagia. The physician had not been able to do an endometrial biopsy. Pathology results showed that the cervix had mild chronic cervicitis with squamous metaplasia and parakeratosis. Focal nabothian cysts formation was present. The endometrium was in a proliferative phase with focal benign polyp formation. Adenomyosis was present in the myometrium. The specimen submitted to pathology weighed 176g. There was an estimated blood loss of 150 ml and the patient received a seprafilm slurry. In 2007, the patient's white blood cell count was 20.2 x 10^3/mm^3 and her hemoglobin was 10.5 g/dl. In 2007, the patient's white blood cell count was 25.9 x 10^3/mm^3, hemoglobin was 11.3 g/dl and platelet count was 443,000/ml. A computerized tomography revealed an abscess as well as a small focus of air and fluid within the vaginal cuff which may have represented a sinus tract that drained from the abscess into the vagina. The patient's total hospital stay was approximately 2 days. At the time of this report, it was unknown if the patient had recovered.